Manufacturer narrative:
The lead was surgically abandoned and replaced.

Event description:
Boston scientific crm received information that this right atrial (ra) lead exhibited noise during a follow up visit. During an elective upgrade procedure, it was noted that both the right atrial and right ventricular (rv) lead had exposed coils near the header of the device. It appeared the insulation had worn away due to friction interaction, leaving exposed inner wire. A lead repair kit was used to cover the exposed coils, and both leads were capped. New ra and rv lead were successfully implanted. To date, there have been no adverse patient effects reported.